Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report: 1627487-2016-05127, reference MFR. Report: 1627487-2016-05128, reference MFR. Report: 1627487-2016-05349.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4: reference MFR. Report: 1627487-2016-05127, reference MFR. Report: 1627487-2016-05128, reference MFR. Report: 1627487-2016-05349. The patient has off-label leads. It was reported the patient experienced loss of stimulation. Diagnostic testing indicated low and high impedance values. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during which it was noted both the extensions appeared to be broken. As a result, the extensions were explanted and replaced which resolved the issue.